Event description:
In (B)(6) 2003, I was feeling pressure in my vagina, and was incontinent. I was referred to dr (B)(6), the diagnosis: cystocele, rectocele, and stress urinary incontinence. Dr (B)(6) set me an appointment for surgery to lift my insides with help from dr (B)(6). After the surgery, I was told that the procedure was done with transvaginal mesh. I remember wondering if the mesh was cloth, and why this would be left inside of me. I was told all was well and there would be no more problem. At my last (8 wks) checkup, I had concerns about feeling raw in my urethra, and had been told by my family doctor that there was blood in my urine. Dr (B)(6) told me to just stay on the toilet longer, because women tend to not take enough time to urinate. (Felt like I wasn't emptying). After the last visit with doctors, (B)(6) I kept getting infections, blood in my urine-severe pain and bleeding with sexual intercourse. After numerous visits to my doctor, urgent care (in (B)(6)) and the local hosp I had my family doctor refer me to a urologist (dr (B)(6)). After eval and treating constant infections doctor (B)(6) put me on constant antibiotics. Without the antibiotics, I can't urinate properly or move my bowels and have a constant raw sensation through my urethra (still pain and bleed with sex). My doctor (B)(6) described my condition as being similar to male prostatitis. I was unaware, and didn't know about the trouble with the transvaginal mesh until a few months ago when I saw the affects listed on tv, and most of the symptoms listed were very familiar. I got copies of my records and took them to my urologist (B)(6). I tried numerous times to see dr (B)(6) after my surgery, but was given an excuse each time. The last time I tried to see her, she was out on maternity leave, so I suggested that I see the person (her colleague) that was taking over for her. I was told that they would call me with an appointment. They never did. When I called them back, I was told I would have to wait for the call. I am still waiting several yrs later. After numerous pain and inside problems, infections, I contacted dr (B)(6). He suggested a hysterectomy due to all the problems I was having. (Note: before the transvaginal mesh surgery, I had vaginal pressure and incontinence only). (I did not have pain during sexual relations before mesh surgery). Dr (B)(6) expressed his surprise at finding numerous adhesions well above the navel. (Record will be enclosed with letter). I am very upset at having to be on constant antibiotics for the past several yrs, and still have to take them daily for my system to work half right. The hysterectomy did not stop the need for the meds. I still have pain and bleeding with sexual intercourse (which I don't do very often anymore). My husband has had a rash that hurts and burns after intercourse (usually an hour or so after-lasting 1-3 days). The following day after intercourse, my stomach cramps as if I'm having menstrual period. (I'm not sure if it's related, but I hurt constantly in my lower back). My antibiotics are documented at dr (B)(6)'s office and at (B)(6). I switch between cipro and septra ds when one seems not to be working. I switch to the other for a few week. Some times they make me urinate too much, but it's better than only being able to go a little knowing there is more there that needs emptied. Also the antibiotics dull the stinging-raw feeling in my urethra enough to keep the burning down. I do worry about being on constant antibiotics because I have heard it can cause them not to work after a while, but I have no choice at this time, and was unaware until recently about the mesh or what to do about it. I will see my urologist and ob gyn for suggestions in the future. I hope this info can help you to analyze this vaginal mesh so others don't have to go through what some of us are already going through.